Event description:
After the running 15-30 minutes, the monitor powered off and restarted automatically after 30-60 seconds without intervention by the anesthesiologist.manufacturer response (as per reporter) for monitor, physiological, infinity kappa xltthe manufacturer replaced four of the monitors and reportedly confirmed one as a hardware failure, two units as inconclusive and one report remains outstanding. The stability of the software was in question.